Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The reported patient effects of hypertension and worsening mitral regurgitation (mr) are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. The investigation could not determine a definitive cause for the reported event. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling.

Event description:
This report is being filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, which required an additional mitraclip for treatment. It was reported that the mitraclip procedure on (B)(4) 2015 was to treat functional mitral regurgitation (mr) with a grade of 4. The clip was implanted and the mr was reduced to < 1 with no reported device or procedure issues. However, during recovery after the procedure, the patient experienced hypertension. On (B)(6) 2015, single leaflet device attachment (slda) was noted and mr had increased back to 4. On (B)(6) 2015, two clips were implanted, reducing mr to 2 with no reported adverse patient sequela. The patient was discharged from the hospital on (B)(6) 2015. There was no additional information provided.